Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during knee surgery while cutting the femoral component, the universal modular electric/battery double trigger handpiece had begun to work inefficiently. After the bone drilling started and during the femoral distal cutting and drilling, the head of the device did not dislodge and the device did not work again. There was no patient harm; however there was a delay in surgery for approximately 30 minutes. The procedure was completed with an alternate device.